Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, while advancing the lantern through the catheter, the physician experienced resistance and subsequently, the distal tip of the lantern kinked. Therefore, the lantern and catheter were removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.